Event description:
It was reported the pt had a surgery unrelated to the scs system on (B)(6) 2013. It was reported the procedure was not near the ipg pocket site. A nurse informed the pt the ipg pocket had a hole above the area. It was reported the ipg area began to drain with pus, and the pt went to the ER. The attending physician suspected the pt had (B)(6). The pt was treated with oral antibiotics. F/u identified the implanting physician subsequently explanted the scs system.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.